Manufacturer narrative:
H.6. Investigation: a picture was provided for evaluation, it was observed a thread like white foreign matter was on the catheter tip. No sample was returned. A sample is required to analyze the foreign matter. Device history record of packaged needle (pn) batch 8326840 catalogue number 381312 and its assembled needle (an) batch 8327900 and part number 8083540 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. H3 other text : see h.10.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found containing foreign matter before use. The following has been provided by the initial reporter: on 10:00 am, september 3rd the responsible nurse gave an intravenous indwelling needle to an inpatient. When she was opening the disposable intravenous indwelling needle, she found that there was a small wool thread on the tip of the indwelling needle, so she had reported it to the head nurse and the equipment department. Because the quality problem of the indwelling device was found in time, it was not used on the patient, and no adverse effect was caused.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found containing foreign matter before use. The following has been provided by the initial reporter: on 10:00 am, september 3rd the responsible nurse gave an intravenous indwelling needle to an inpatient. When she was opening the disposable intravenous indwelling needle, she found that there was a small wool thread on the tip of the indwelling needle, so she had reported it to the head nurse and the equipment department. Because the quality problem of the indwelling device was found in time, it was not used on the patient, and no adverse effect was caused.